Event description:
It was reported that the right ventricular (rv) lead was revealed to be dislodged during an unrelated procedure via diagnostic imaging. A lead revision procedure was attempted, however, the helix was unable to be retracted and the lead was unable to be removed from the patient. The physician did not allege a malfunction against the lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.